Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not fire. Changed to another one to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Sent: 4/17/2026. D4: batch #unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec45a device was returned with both articulation links protrude through the joint cover, each with one tab disengaged from the closure tube. Flanges for the art links in the closure tube are slightly deformed. The device could not hold articulate position when applied external force. The jaws and closure trigger was in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected. Two cecr45d reloads(b, c) were returned with the device. The reload(b) was received unfired with cartridge body bent and pan deformed; the reload(c) was received unfired with the cartridge body broken, the reload pan dislodged not returned and with 22 drivers missing, making the reloads nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the articulation joint is also potentially due to the user attempting to articulate the device by force. It is possible that improper handling of the reload caused the damage on reloads, the proper handling instructions should be used when removing and reloading cartridges into the device. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot e24120010, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.